Manufacturer narrative:
(B)(6). Investigation results: summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed with the incident lot was observed. Additionally, evaluation of the customer samples was performed and collapsed tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA (B)(4) the investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and collapsed tubes was observed. Further investigation has been initiated through CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause: CAPA (B)(4) has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® k3e 3.6mg plus blood collection tubes collapsed at the neck below the cap. There was no report of exposure, serious injury, or medical intervention.